Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00819. It was reported that the patient experienced ineffective therapy following a fall. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information.